Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power during patient monitoring. As a result, defibrillation would not be available, if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
The customer's device was not returned to stryker for evaluation. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power during patient monitoring. As a result, defibrillation would not be available, if needed. This issue is patient related; however, there was no adverse patient outcome reported.